Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports during a case the system fluoro stopped. The operator noted that the kv / ma / time boxes on the sedecal console were all blank. They powered down the sedecal generator 3 times before it came up normal and allowed fluoro this amounting in a 20 minute procedural delay. The procedure was then completed without incident. No reported injury.

Manufacturer narrative:
Customer called service reporting that x-ray stopped in middle of case, and they had to reboot to finish case. Customer said that since that time, the system had been up and fully functional . Tech service had the biomed send logs from the infimed nexus to verify that the issue did occur mid case instead of possibly prior to the case in which the generator may have not turned on. In this case the logs correlate with what the operator stated. Field service engineer (fse) went on site and replaced the atp console board and checked operation according to checklist (B)(4). Unit was returned to the customer for service. Engineering suggested that the replaced atp console board a3024-92, be returned to liebel flarsheim (lf) and evaluated by product engineer who reported not being able to duplicate issue.